Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannula on the sensor broke. Sensor was unable to function. Customer's blood glucose level was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent (retracted) inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. No broken or missing parts were observed during analysis.